Event description:
It was reported that during an unknown procedure, the clips are not output with the first clamp lot k4d124. So they used a second clamp lot l4e101, however, the same problem: no clip issued. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "the device is blocked even before the physician was able to activate the stapling cycle." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Were any of the forces higher or lower than expected (closing or opening)?